Manufacturer narrative:
The subject device and the material were returned to olympus for eval. The eval of the material found it to be glycerol, and to seem a lubricant. Additionally, the eval of the device confirmed a slight white residue in the instrument channel and the distal end. At the present time, the exact cause of the reported phenomenon cannot be determined; however, insufficient reprocessing and user handling cannot be ruled out as contributing factors. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a cystoscopy procedure, the physician noticed unidentified yellowish material in the pt's bladder. The physician retrieved the material during the procedure by the suction with the same device. There was no pt injury reported.